Event description:
A potential high impedance value was found through a review of the internal data of a generator. On (B)(6) 2017, the last >25% change in impedance showed a pre-change impedance value as high. Although this >25% change in impedance occurred after explant of the generator on (B)(6) 2017 and high impedance may naturally occur after explant due to the generator being disconnected from the lead, it is possible that the pre-change high impedance value occurred prior to implant. Note that on date of implant, the replacement generator's impedance was within normal limits. No further relevant information has been received to date.